Event description:
It was reported that during a routine total knee arthoplasty, using the acm mixing system with simplex t cement, a piece of blue plastic was discovered in the cement powder.

Manufacturer narrative:
Investigation in progress. No additional information available at this time.